Event description:
It was reported to boston scientific corp that a stone cone nitinol urological retrieval coil was used for a ureteroscopy procedure performed in 2009. According to the complainant, the coil of the device was "severed" in the upper pole of the pt's kidney. No other device problems were noticed. The coil was not retrieved from the pt and the procedure was completed without an additional device. Although a holmium laser was used during the procedure, it has not been confirmed that it caused the coil to detach. The pt's condition at the conclusion of the procedure is reported to be "ok".

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed.